Event description:
It was reported that patient underwent total hip replacement in 2007. The patient was revised approximately two years later, due to polyethylene wear of the liner. No further information has been received to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Date of event - 2009. Date explanted - 2009. This report filed november 7, 2009.